Event description:
This case is cross referred with the cases (B)(4) (cluster). This unsolicited case from united states was received on 12-dec-2017 from a health care professional (physician's assistant). This case concerns a (B)(6) years old female patient who received treatment with synvisc one injection and after unknown latency complained of pain. Also device malfunction was identified for the reported lot number. No medical history, past drug, concomitant medication and concurrent condition was provided. On an unknown date, patient received treatment with intra- articular synvisc one injection, at a dose of 6 ml, once (batch/lot number: 7rsl021 and expiration date: not provided) in left knee for osteoarthritis. On an unknown date, after unknown latency, patient complained of pain and was told to use ice & take naproxen sodium (B)(6). Corrective treatment: ice and naproxen sodium for complained of pain. Outcome: unknown for all events. An investigation was initiated as a result of an unexpected increase in the number of labelled adverse events received from the us market for synvisc one, lot 7rsl021. The product met all release testing at time of manufacture in june 2017. Retain samples were retested due to the unexpected increase in adverse events. Higher than expected endotoxin results were obtained. In addition, the presence of microbial contamination was also confirmed. The cause of these events is under investigation. Once this investigation is completed, corrective and preventive actions will be implemented. Seriousness criteria: important medical event for device malfunction pharmacovigilance comment: sanofi company comment dated 20-dec-2017: this case concerns a patient who has experienced left knee pain and swelling after receiving synvisc one injection from the recalled lot. Although exact event onset dates have not been provided, temporal relationship can still be established between the events and suspect product based on the available information. Additionally, as the concerned lot number has been identified to have malfunction by the company. Hence, the pharmacological plausibility of the events to the products cannot be excluded.

Event description:
This case is cross referred with the cases: (B)(4) (cluster). This unsolicited case from united states was received on 12-dec-2017 from a health care professional (physician's assistant). This case concerns an 82 years old female patient who received treatment with synvisc one injection and after 06 days complained of pain/increased pain and experienced trouble straightening knee. Also device malfunction was identified for the reported lot number. Concomitant medication included amlodipine besilate, levothyroxine sodium and simvastatin. Medical history included high blood pressure, osteoporosis, thyroid disease, headaches and osteoarthritis. Patient was allergic to amoxicillin and ciprofloxacin (cipro). No concurrent condition was provided. On (B)(6) 2017, patient received treatment with intraarticular synvisc one injection, at a dose of 6 ml, once (batch/lot number: 7rsl021 and expiration date: not provided) in left knee for osteoarthritis. On the same day the patient completed the treatment with synvisc one. On (B)(6) 2017, 06 days after the infusion, patient complained of pain and was told to use ice & take naproxen sodium (aleve) and patient experienced increased pain and trouble straightening knee and was advised to take rest, ice and used naproxen sodium (aleve). Corrective treatment: ice and naproxen sodium for complained of pain and complained of pain/increased pain outcome: recovered for all events. A pharmaceutical technical complaint (ptc) was initiated with global ptc number: 51181 an investigation was initiated as a result of an unexpected increase in the number of labelled adverse events received from the us market for synvisc one, lot 7rsl021. The product met all release testing at time of manufacture in june 2017. Retain samples were retested due to the unexpected increase in adverse events. Higher than expected endotoxin results were obtained. In addition, the presence of microbial contamination was also confirmed. The cause of these events is under investigation. Once this investigation is completed, corrective and preventive actions will be implemented. Seriousness criteria: important medical event for device malfunction additional information was received on 09-jan-2018. Global ptc number was added. Additional information was received on 20-feb-2018 from patient. Medical history, past drugs and concomitant medication were added. Suspect drug start date and stop date was added. Event start date for the event of complained of pain/increased pain was added, its verbatim was updated from complained of pain to complained of pain/increased pain and outcome was updated to recovered. Outcome for the event of device malfunction was updated to recovered. Event of trouble straightening knee was added with details. Pharmacovigilance comment: sanofi company comment dated 20-feb-2018 the follow up information does not change previous case assessment. This case concerns a patient who has experienced left knee pain and joint range of motion decreased after receiving synvisc one injection from the recalled lot. A temporal relationship can be established between the events and suspect product based on the available information. Additionally, as the concerned lot number has been identified to have malfunction by the company. Hence, the pharmacological plausibility of the events to the products cannot be excluded.